Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during use cardiosave intra-aortic balloon pump (iabp) system experienced overheating. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the system overheating occurred. It is believed that a high load was applied while the device was operating, causing the compressor to overheat. Action: checked device operation and perform calibration.